Manufacturer narrative:
Manufacturer received information from a user who alleges her chair tips forward, and has fallen out of her chair, resulting in a broken toe. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly the chair may tip. Invacare has initiated a voluntary field action.

Event description:
The consumer alleges that her power chair tips forward and throws her out of the chair. This has allegedly occurred on two different occasions, both alleging injuries. The first alleged incident resulted in a broken toe. The last alleged incident resulted in scrapes and pain in her hip and ankle.